Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
1 false positive flu+sars result for 1 symptomatic patient reported. Positive result for flu a or b analyte were unspecified, but sars reported as positive. Confirmatory test with pcr was done.